Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Big burn blister [burns second degree] , . Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l92682, expiration date: mar2018) from (B)(6) 2016 for an unspecified indication. The patient's medical history included nicotine. Concomitant medications were none. On (B)(6) 2016, the patient experienced a big burn blister. The patient experienced a burn blister on the back approximately as large as a 2 euro coin. No surgery treatment was required. The blister was treated with wound and burn gel. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Clinical outcome of the event was recovered on (B)(6) 2016. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01dec2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (21dec2016): new information received from the contactable pharmacist included: patient's age, medical history, concomitant drug, event details, treatment and outcome. Company clinical evaluation comment based on the information provided, the event of big burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the event of big burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] big burn blister [burns second degree], case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) years-old male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number l92682, expiration date mar2018, via an unspecified route of administration from (B)(6) 2016 for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced big burn blister on unknown date on (B)(6) 2016 with outcome of unknown. The action taken in response to the even for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of big burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of big burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Big burn blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l92682, expiration date: mar2018) from (B)(6) 2016 for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the patient experienced a big burn blister. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01dec2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event of big burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of big burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.